Manufacturer narrative:
The cartridge was received for evaluation and revealed a leak in the arterial line. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections."

Event description:
A report was received on 10 aug 2022 from the home therapy nurse (htn) of a 47-year-old male patient with a medical history including end stage renal disease, who stated an approximate 20ml blood leak occurred during a hemodialysis treatment on (B)(6) 2022. Treatment was terminated without rinseback. Additional information was received on 11 aug 2022 from the htn stating that the patient did not experience any symptoms or require medical intervention and the patient continues to treat with the nxstage system.